Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a black screen and flickering. The issue was found during pre-use inspection and the procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10- the reported event of image failure was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely dust, stain, foreign material, etc. Adhered to the video connector electrical contacts, and the connection condition was insufficient, resulting in a temporary poor electrical connection with the system. ·the image output signal was temporarily unstable due to the sudden application of static electricity or overcurrent. Regarding the application of overcurrent, etc., it is assumed that there is a possibility that the system is connected or disconnected while the power is on, overcurrent is applied from other equipment or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. The inspection method for the suggested even is described in the operation manual chapter 3 ¿preparation and inspection 3.8 "inspection of the endoscopic system¿ inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.